Event description:
The pump was returned for investigation. Investigation revealed the display is dim and faded upon start up and the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was cracked. The battery cap is undamaged and able to maintain electrical connection. The pump powers on and displays verify screen. The display is dim and faded upon start up. (B)(6).